Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the ise (ion-selective electrode) buffer valves and the ise data pcb(printed circuit board) to resolve the issue. (B)(6).

Event description:
The customer reported to beckman coulter the generation of erroneous high sodium (na) patient results on their au680 clinical chemistry analyser. The customer was unwilling to provide any data. No patient demographics were provided. The high na results were not reported out of the laboratory and there was no report of change to patient treatment. The customer stated the patient samples were re-run on a different analyser, and the results were reported as normal.